Manufacturer narrative:
Results: the benchmark was fractured approximately 10.5 cm from the hub. The benchmark was ovalized approximately 102.0 cm and 105.0-107.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed that the benchmark was fractured on its proximal length. If the device is forcefully retracted from the packaging hoop at extreme angles, damage such as this may occur. Further evaluation revealed ovalization on the distal length of the returned device. These ovalizations were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, a hospital staff found that a benchmark 6f 071 delivery catheter (benchmark) was kinked after unpacking. The damage to the benchmark was found prior to use and, therefore, was not used in the procedure. The procedure was completed using a new benchmark.